Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional checks were performed using occlusion test. Visual tests were performed and found a damaged downstream occlusion (dso) seal. The dso seal will be replaced.

Event description:
It was reported that the device had a remote-control problem. Per reporter, even the new one did not work. There was unknown patient involvement. Device analysis found a damaged downstream occlusion (dso) seal.